Event description:
During a ptca treatment procedure, the quantum maverick monorail 8x4.5mm balloon ruptured at `nominal' pressure on the first inflation. The lesion being treated was a calcified, 100% stenotic lesion in the proximal left anterior descending coronary artery. The physician used an 8f camino guide catheter and a route guide wire to cross the lesion. The quantum maverick balloon was being used for post-dilation after placement of a cypher stent. The balloon was removed and the procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as `good.'